Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: access site bleeding: "assess access site for bleeding and hematoma.¿ limb ischemia: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A 54 year old male with acute myocardial infarction (ami) and cardiogenic shock (cgs) presented for impella support. The user facility reported the development of limb ischemia coinciding with impella support. An external bypass was performed to return flow to the lower extremity. However, residual bleeding was noted from the femoral site and bypass site and the decision was made to explant the pump. The patient was considered stable following explant.

Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. The root cause of the access site bleeding was not determined since product was not returned; however, the root cause of the limb ischemia was most likely patient condition related.